Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: 4524-53, lead, implanted: (B)(6) 1994. 419388, lead, implanted: (B)(6) 2003. W1tr01, crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing of noise. The ra lead remains in use. No patient complications have been reported as a result of this event.